Event description:
The customer reported via telephone call that the blood glucose had been running high and that she could smell insulin in the reservoir compartment. The blood glucose reading was unknown. She reported that there are no air bubbles in the reservoir until after connection. The customer reported treating via a back up plan and stopped use of the insulin pump. The customer wa unsure of which o-ring the insulin leaked past.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch #3004209178-2015-56713.